Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer stated that the insulin pump was not delivering. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information related to event has been received which was not included with the initial report. The information has been provided with this report. Due to updated notes case severity has been updated with this report. (B)(4).

Event description:
It was reported that customer was in hospital due to diabetic ketoacidosis.